Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the problem reported in this complaint. The review confirms that the lots met all material, assembly and performance specifications. A similar complaint review was also performed, which revealed that there have been two previous complaints reported for this lot/bath number for a similar issue. Those complaints were received from this same complainant. No adverse trends were detected for "fracture distal to the suture wing", "hole in catheter" or "leakage" for the last 15 months. The device was returned for evaluation. During the visual evaluation a hole was observed to be located distal to the suture wing. The tear was approximately 0.05 inches distal to the suture wing. This tear was approximately .045 inches in length and was located about 30 degrees from the suture wing parting line. All of the printing on the extension tubing was completely faced and slightly faded just distal to the failure. A slight discoloration of the extension tube was observed and there was also some adhesive residue present. No molding defects were observed. A functional check of the device was not performed due to the obvious failure from the visually identified hole. A dimensional check on the vaxcel pasv PICC was also performed. All dimensions were found to be within specification. Although the root cause of this failure could not be definitively determined at this time, the failure is most likely due to extreme stresses from being excessively pulled, stretched, or flexed.

Event description:
The complainant reported that a valved PICC was implanted in a patient (age and gender unknown) in 2007. Three months later, during flushing of the device, a hole was found in the PICC line. In the same month, the device was received for evaluation. The inspection of the returned device determined that the hole in the PICC line was located distal to the suture wing. There was no indication from this complaint of any adverse effect on the patient as a result of the reported malfunction.